Event description:
On (B)(6) 2013, the nurse reported that the physician had informed her of a patient whose device could not be interrogated with multiple programming systems. It was confirmed that the programming systems were all working. It was unknown if the patient's device was at end of service and the patient information was unknown. Follow up with the nurse found that she could not remember this patient and had no additional information to provide.

Event description:
Additional information was received that the patient had not had their generator evaluated in several years. The patient was interrogated in 2008 and had the eri ¿ yes flag was observed. The physician feel the failure to program was due to the patient being at end of service. Surgery is likely but had not occurred to date.

Event description:
An implant card was received indicating that the patient underwent generator explant on (B)(6) 2013 due to "battery depletion, other - completely depleted". The generator has not been received for analysis to date.

Event description:
Additional information was received stating that the explanted device was discarded; therefore, no analysis can be performed.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 cited an eri indicator observed for the generator in 2008 which inadvertently was the incorrect generator. It was unknown at the time that the patient had a generator replacement in 2008; thus, the cited eri indicator was for an irrelevant generator to the event of failure to program.

Event description:
The patient underwent a generator replacement due to battery depletion in 2008; however, the manufacturer was unaware that this surgery had occurred until 11 years later. Thus, the generator that experienced the failure to program was previously unknown. A battery life calculation was performed with the generator that experienced the failure to program and it confirmed that the generator battery was depleted at the time of the failure to program. No additional relevant information has been received to date.